Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Upon visual inspection, the rolling loop assembly was found damaged, replicating the reported event. The universal surgical manipulator (usm) was installed onto an in-house patient fixture test platform (pftp) where the unit failed check all boards on the axes controller carriage (acc) and fiber test fail on the rolling loop, replicating the reported event. A gold rolling loop fiber was installed, and the unit passed the required test. As a result of this investigation, failure analysis has concluded that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the caster wheel. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the system displayed error 319 on arm 3. Tse instructed the user to perform a hard power cycle of the system, but the error persisted. The user disabled arm 3 and continued with the procedure using the remaining arms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.